Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # 0252741 was not found for the reported catalog # 305457. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported sharps coll 6gal red 1103 non-vent cap was missing lids. The following information was provided by the initial reporter: "we have several 6gal sharps containers without lids."

Event description:
It was reported sharps coll 6gal red 1103 non-vent cap was missing lids. The following information was provided by the initial reporter: "we have several 6gal sharps containers without lids."

Manufacturer narrative:
H.6. Investigation: a sample was received and tested by our quality team. There were no lids included in the shipment and the customer's complaint has been verified. The investigation was then forwarded to the supplier for further investigation. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process for the lot number reported (1244949). A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. The root cause remains unknown but possible root causes are: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non-controlled handling within distributor facilities. H3 other text : see h.10.